Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The investigation could not draw any conclusions regarding the reported event with the information available. Previous investigations for fracture of this product code, some including evaluation by a depuy material scientist, have not identified manufacturing or material error. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Drill bit broke off in patient's acetabulum. Surgeon left the broken drill bit in the patient.